Manufacturer narrative:
Correction in h6. The functional testing of the returned cool line catheter (lot # 96265) could not be performed due to the clog accumulation in the in/out luered tubings. However, blood was observed inside of the in/out luer tubing and inside of the balloons, this typically is indicative of a leak somewhere in the catheter. Also, the customer noticed blood in the suk tubing, which is the characteristic of catheter balloon breach. Specific location or type of leak is undetermined due to the condition in which the catheter was received.

Manufacturer narrative:
The reported complaint was unable to be confirmed and a root cause could not be conclusively determined. Upon visual inspection, observed dried blood residue on the cool line catheter (lot # 96265) balloons and noticed that the in/out luered tubing's are clogged up with dried blood. All infusion ports and extension tubes were flushed without resistance, except the in/out luered tubing's due to the obstruction. Unable to perform functional testing due to the clogged up in/out luered tubing's.

Event description:
During ivtm therapy, the physician placed a first cool line catheter (lot # 96265) into patient's subclavian vein. The user observed blood backing up into the start-up kit (suk) tubing. The physician replaced the first cool line catheter with the second cool line catheter (lot # 96265) and observed blood backing up into the start-up kit (suk) tubing. Suspecting catheter balloon leak. The ivtm treatment was discontinued and the patient treatment was continued with an alternate temperature management method. Per user, the physician chose to use the cool line catheter because the patient had wounds in the groin, and the hospital does not have solex catheter. No device malfunction was reported for the thermogard xp ivtm system. No consequences or impact to the patient was reported. Please see the following related MFR report: MFR 3010617000-2020-00081 for the first cool line catheter.

Manufacturer narrative:
Zoll has received the cool line catheter (lot # 96693) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the physician placed a first cool line catheter (lot # 96693) into patient's subclavian vein. The user observed blood backing up into the start-up kit (suk) tubing. The physician replaced the first cool line catheter with the second cool line catheter (lot # 96693) and observed blood backing up into the start-up kit (suk) tubing. Suspecting catheter balloon breach. The ivtm treatment was discontinued and the patient treatment was continued with an alternate temperature management method. Per user, the physician chose to use the cool line catheter because the patient had wounds in the groin, and the hospital does not have solex catheter. No device malfunction was reported for the thermogard xp ivtm system. No patient consequence was reported. Please see the following related MFR report: MFR 3010617000-2020-00081 for the first cool line catheter.